Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the firewall blocked drawer functionality. A technical support specialist informed the customer that the firewall would be turned off to avoid functionality issues. No response was received from the customer. The technical support specialist informed the customer that the firewall "is supposed to be disabled on the station. It is a must since it will disrupt station functionality" then verified the firewall had since been disabled.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es system the firewall blocked drawer functionality. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.